Manufacturer narrative:
For the investigation the provided logbook and the exchanged pcb elco were analyzed. The pcb elco showed a faulty resistor and capacitor. The pcb elco is used to supply the motor blower with a buffered voltage. This buffered voltage is needed as the rotation speed of the motor blower turbine changes synchronously to the breathing cycles. A faulty pcb elco which isn't able to buffer this supply voltage can lead to a voltage drop and power fail interrupt. This was confirmed during testing the pcb and analysing the logbook. Detected technical failures are alerted by visual and acoustic alarm signals and can cause an interruption of the ventilation. In this case the safety valve will open to allow for spontaneous breathing. Ventilation of the patient with an independent ventilation device may be considered necessary. The reported device failure was solved after the replacement of pcb elco.

Event description:
It was reported that the device stopped the ventilation with device failure alarm while in use. There was no patient injury reported.